Event description:
Report of device system explant due to "infection symptom - pump dehist" rec'd per annual device tracking report. F/u with hcp revealed explant of devices occurred on 2000. Date of onset/diagnosis inconsistent with explant date. Drainage was the symptom observed. The primary location of the infection was the device pocket, a culture was obtained but no growth appeared as pt was treated with keflex at home prior to culture. The pt was treated with total device system explant and IV antibiotics. The infection resolved and the pt rec'd a new system on 2001.